Manufacturer narrative:
The alinity I processing module serial # (B)(6) was inspected, and the field service engineer (fse) observed crystals at the r1 and r2 pumps. The fse determined that the 100ul buffer pump (rohs) required cleaning and tightened the connections for the wz1 and wz2 wash zone manifold, no valves. The alinity I processing module function was then verified with a control run. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The instrument service history review revealed no additional issues related to the customer reported issue. A review of tracking and trending did not identify a trend for the 100ul buffer pump (rohs), wz1 and wz2 wash zone manifold, no valves or alinity I as with regards to the customer reported event. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances related to the 100ul buffer pump (rohs) or wz1 and wz2 wash zone manifold, no valves and customer reported event. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I generated from an alinity I processing module. The customer provided the following information: customer reference range: 0-34.2 pg/ml the initial result was 256.8 pg/ml, the repeat result was 0 pg/ml. It was reported that parts of the instrument were cleaned and when the sample was repeated, the result was 0 pg/ml. There was no reported impact to patient management.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I generated from an alinity I processing module. The customer provided the following information: customer reference range: 0-34.2 pg/ml the initial result was 256.8 pg/ml, the repeat result was 0 pg/ml. It was reported that parts of the instrument were cleaned and when the sample was repeated, the result was 0 pg/ml. There was no reported impact to patient management.

Manufacturer narrative:
All available patient information was included. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.